Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and an intravenous insulin drip was administered. Customer was admitted to the hospital. Contact declined to provide further information regarding the event and declined further follow up.